Event description:
A review of ge healthcare service records shows that the brm rf coil of this ge healthcare mr system was replaced and returned to the mfg site for repair. Initial eval revealed that the brm rf coil may have been subject to a thermal event. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.